Manufacturer narrative:
The system was examined and the reported ¿hanging issue¿ was replicated. The host module was replaced to resolve this issue. Additionally, the cable to the footswitch (which belongs to the system) was also replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 21, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported system issue can be attributed to a nonconforming host module. However, how or when it became nonconforming cannot be determined conclusively. The equipment was examined and the reported ¿footswitch issue¿ was determined as ¿intermittent.¿ therefore, the footswitch and the cable (which belongs to the system) were both replaced. The associated system was manufactured on april 21, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported ¿footswitch issue¿ cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a system presented with a footswitch issue and hangs before a procedure. There was no patient involved.